Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 506 mg/dl, at the time of incidence. Customer reported that they experienced nausea and abdominal pain. Customer reported that the auto mode feature was off. Customer reported that the insulin pump received hardware low level failure alarm and they were able to clear. Customer reported that there was fluid inside the reservoir compartment and customer claimed that the fluid was visible on the piston. Customer reported that the insulin pump was tested successfully. The insulin pump and reservoir will not be returned for analysis.